Manufacturer narrative:
H6: codes were updated. One device was returned for investigation of complaint was that the cassette missing alarm occurred. A "no disposable" alarm was recorded in the event log multiple times. The reported issue was confirmed. The root cause of the event was an anomaly in the downstream occlusion sensor. The dso sensor was replaced. The device passed all functional testing after repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette missing alarm occurred. The event occurred during patient use. There was patient involvement and no patient harmed reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.